Event description:
It was reported by the hospital that the patient underwent a hip replacement on an unknown date in 2007. Subsequently a revision procedure was performed on (B)(6) 2014 due to an unknown reason

Manufacturer narrative:
Dimensional evaluation of the device found the articular surface was acceptable to print specification. Based on dimensional results, this part likely left biomet in a conforming condition. The root cause of the reported event could not be determined.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.